Event description:
On (B)(6): customer reports that a (B)(6) female pt having undergoing a urology procedure for stone removal by litho-laser and stent placement when the system fluoro failed. Staff completed the procedure using a portable c-arm fluoro unit. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated and found error when trying to prep the generator. Fse troubleshot the unit and found the -15vdc supply from interface drac to be 0vdc. Fse replaced the interface drac pcb per sedecal generator service manual and then read a -15vdc from the interface drac. Fse completed check of operation using service checklist and unit returned to full service by the customer.